Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found.

Event description:
It was reported that during implant attempt, the helix would not extend even after 20-30 turns. The lead was not implanted. No patient complications have been reported as a result of this event.